Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for post procedure check. Upon interrogation it was noted that the device was in backup vvi mode. The reason for bvvi was extremely low voltage. The device exhibited false eol due to exposure to cautery during the procedure leading to incorrect measurement. The device settings were restored by firmware download.